Event description:
Reporter noted metal particles at beginning of phaco. Particles were picked out, smaller ones were washed out, and some remain in capsular bag. Va 20/20 one week post-op. Prognosis reported as good.